Event description:
It was reported that during the implant procedure, the implantable pacing lead had consistent and unacceptably high impedance levels while testing. The physician unable to identify the cause, removed and replaced the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. Analyst commented, there were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. (B)(4).